Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced urinary retention and hemolysis/ renal failure. After the successful completion of a pfa procedure, which had been compromised of approximately 70 ablations, the patient was given fluids for urinary retention, hemolysis, and renal failure. The patient has sense been considered fully recovered and no further complications were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.